Event description:
The customer reported the system displayed a collimator iris pot error message. A collimator iris pot error on this system will prevent the system from booting to a usable state and requires a system reboot in order to function. There is no report of patient injury or death.

Manufacturer narrative:
The customer canceled the service call.